Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an issue with the pump's time and date settings. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the reported issue was not resolved. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/23/2017 with the following findings: there was no data from the time of the reported issue in the black box due to continued use. A time keeping accuracy test was performed and the pump maintained the time accurately during a 5 day duration test however when the pump was left without power for 1 hour and power back on, it had returned to the default time and date. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.